Manufacturer narrative:
Root cause analysis: the root cause cannot be determined due to the following because no sample or pictures of the failed sample were available for evaluation. The current inventory was evaluated and no liners were found with cracks. (B)(4). A potential root cause has been identified as end user not following the instructions for use. Corrective action and/or systemic correction action taken: a corrective action is not being taken at this time due to the root cause determination. Investigation summary: an internal (B)(4) was received indicating that a safeliner suction canister (part number 71-6515, lot number 36622231) was cracked and allowed fluid to penetrate the hospital's vacuum system. The reported failure occurred in the canister liner. As part of the investigation, it was determined that the reported finished good lot number contained liner lot number 36408690. (B)(4) from liner lot 36408690. (B)(4). The reported lot number is no longer in inventory. Inventory present at the manufacturing facility was visually inspected to ensure the liners did not contain cracks or damage. No failures were found. Preventive action: a preventive action is not being taken at this time due to the root cause determination. The investigation is complete at this time. If new and critical information is received, this report will be updated.

Event description:
During an or case, one deroyal suction canister (part number 71-6515) broke at the side and fluid came out into the outer shell canister. This blood fluid was sucked into the internal vacuum system through the blue holder of the outer shell canister. Damage was caused to the house vacuum system. The canister was being used for suction in the or during an operation.